Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced chest pain, shortness of breath and was hospitalized. It was noted that the right ventricular (rv) lead triggered a lead integrity alert (lia) warning for non-physiologic/sensing integrity counter (sic) and high rate non sustained episodes. It was also reported that the rv lead exhibited t-wave oversensing (twos), oversensing resulting in non-physiologic intervals and possible inhibition of pacing and inappropriate high voltage therapy. The rv lead also exhibited noise that was detected ventricular fibrillation (vf) and exhibited warning for high pacing impedance and high thresholds. Defibrillator detections were programmed off and the rv lead remains in use. It was also reported that the right atrial (ra) lead dislodged. The ra lead remains in use. No further patient complications have been reported as a result of this event.